Event description:
Information was received from a healthcare professional via a medtronic representative regarding a patient implanted with a cage in an olif for an l3-l4 stenosis. It was reported that the cage broke and the proximal end of the cage is remaining in the patient. There were no patient symptoms or complications as a result of this event. There is no plan to remove the cage's proximal end from the patient's body. The date of implant was (B)(6) 2022. No further complications were reported/ anticipated.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.